Event description:
Pt admitted with syncope. On 12/19/97 the pt underwent insertion of a permanent pacemaker. On 12/20/97 it was noted the pacer failed to sense and capture. Pt underwent revision of pacer due to defective seal between lead terminal & pacer. On 12/23/97 it was noted the pacer was functioning well. Pt remains in house.